Event description:
The lay user/patient contacted lifescan alleging that the product had an unknown product issue. Reportedly, the product displayed a message to call customer service followed by a low noise. (An error 1 prompt does request a patient to call customer service). During troubleshooting with the customer care advocate, the patient successfully performed both a control solution and blood test. There were no allegations of harm or injury. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.